Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (b)(. Event occurred in netherlands. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 22 mmol/l at the time of the event. Patient got treated with insulin pen. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sick/unwell. No further information available.